Manufacturer narrative:
The failure mode and effects analysis, the instructions for use and surgeon training technique manual were reviewed. Based upon the complaint info and investigation, there is no evidence to suggest that the device was out of spec. The root cause for the revision surgery was incorrect placement of the ifuse implant.

Event description:
On (B)(6) 2012, the surgeon performed a si joint arthrodesis using the ifuse implant system. Three ifuse implants were placed, two 7 x 55mm and one 7 x 50mm. The pt had sacral dysplasia as demonstrated on pre-operative CT san. The first implant was placed somewhat more distally than in a pt with normal anatomy. Post operatively, the pt complained of pain in her thigh, calf and foot. No overt motor weakness or sensory changes were identified. A CT scan was performed. The CT scan showed that the third implant had violated the (s2) foramen. On (B)(6) 2012 the surgeon performed a revision procedure. At surgery, the surgeon backed up the third implant approx 5 mm. Post operatively, the pt has had resolution of her leg pain. No ongoing complaints of numbness, or weakness were documented. Pt is stable as of this report date.